Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that after the implant procedure, this pacemaker exhibited loss of right ventricular (rv) capture or oversensing, and rv impedance measurements of less than 200 ohms. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.